Event description:
The customer reported that chemotherapy leaked from the pvc tubing and upper fitment engagement 3 hours into patient infusion.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Manufacturer narrative:
.